Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. A low qc result was observed on (B)(6) 2023. There were issues with qc results for other tests as well. The customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium (ca) on a cobas 8000 c (701) module.the initial result was 1.91 mmol/l. This result was reported outside of the laboratory. On (B)(6) 2023 the repeat result was 2.55 mmol/l. The ca reagent lot number and expiration date was not provided.